Event description:
It was reported the customer received a blank display after replacing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting also did not find any damage to the customer's battery compartment. It was also found the customer was able to retrieve their display at the end of troubleshooting. The customer's insulin pump also passed a selftest during troubleshooting. Customer will be sent a replacement battery cap. Customer's blood glucose was 301 mg/dl. The customer treated their blood glucose with an manual injection. Customer's insulin pump will also be replaced. No additional information provided.

Manufacturer narrative:
All operating currents were within specification and no unexpected blank display was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and a cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.